Event description:
It was reported that the pacemaker had an electrical reset. The patient is currently receiving radiation therapy, however it is not known if patient received therapy on the date of the event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. (B)(4).